Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
On 14aug2025 - (B)(6) - tac : the customer (B)(6) reported to olympus representative (B)(4) that the hacf0533 halo had a dull blade and did not cut tissue. The customer swapped the blade out and was able to cut tissue. The customer does not have the hacf0533 blade to return for inspection. It was reported the halo cutting forceps had a dull blade and did not cut tissue. The customer swapped the blade out and was able to cut tissue. The malfunction occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
B5: no additional information received from customer. H2: additional information, device evaluation. H3: additional information. H6: additional information. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.